Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen1167 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported due to the patient's serious condition, difficulty in eating, intravenous nutrition therapy, poor vascular conditions, and difficulty in puncturing, the patient was given b-ultrasound guidance to insert a central venous catheter through a peripheral vein at 15:10 on (B)(6). X-ray examination showed that the position of the PICC tip was normal, and the connected infusion was given. During the infusion process, it was found that the dressing at the PICC film was wet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the PICC was confirmed but the cause is unknown. Photographs of an implanted 4fr s/l groshong nxt catheter was returned for evaluation. The catheter was visible from the luer adaptor to the insertion site. A small drop of reddish fluid was seen on the outside of the catheter shaft, 1 to 2cm distal of the strain relief sleeve of the distal groshong connector. It appeared that the drop of fluid was likely the reported leak from the catheter. Microscopic examination, functional testing and tactile evaluation could not be conducted without the physical sample. Therefore, the root cause of the leak could not be determined. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Possible contributing factors could include sharp instrument damage, tensile (pulling) damage, material fatigue, or damage from the stylet.

Event description:
It was reported due to the patient's serious condition, difficulty in eating, intravenous nutrition therapy, poor vascular conditions, and difficulty in puncturing, the patient was given b-ultrasound guidance to insert a central venous catheter through a peripheral vein at 15:10 on march 14. X-ray examination showed that the position of the PICC tip was normal, and the connected infusion was given. During the infusion process, it was found that the dressing at the PICC film was wet.